Manufacturer narrative:
Additional information received: it was reported that valiant device (B)(6) (B)(6) was the replacement device implanted. Product analysis (device) device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and the tip capture release handle in the home position. On flushing via the luer water was observed leaking from the backend lock. The handle was disassembled. A gap was visible between the backend of the taper tip and the proximal end of the backend assembly. This gap would have led to the leak reported. On removal of the taper tip tubing from the backend assembly a gap of approximately 5.0mm was observed between the backend assembly correct location and actual assembly location. The reported leak was confirmed through analysis. Product analysis (video) a 10 second video was received from the account confirming the leak from the backend lock. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was attempted to be implanted in the endovascular treatment of a 62 mm thoracic aortic aneurysm. It was reported that during the index procedure, difficulties to flush saline at guide wire lumen was encountered. Another valiant device (B)(4) was used instead in the procedure. No cause of the event was reported. No additional clinical sequalae were provided and the patient is fine.